Event description:
Filter was changed on the crrt [continuous renal replacement therapy] machine and 30 minutes later the machine had a "blood leak" alarm. Troubleshooting was done according to the crrt machine instructions on screen which included turning the cycler off and on again which did not work. Unable to return the blood back to the patient due the blood leak alarm. Machine turned off and disconnected from patient.